Manufacturer narrative:
Device evaluation summary: reported pump stop and motor current high alarms with 608995 on (B)(6) were most likely unrelated to the console, but the exact root cause could not be determined, because pump was not returned for its investigation (B)(4). Device history review: q1) service history review - are there any qns associated with the complaint device¿s most recent service report? There were no nonconformances in the most recent fsr before the complaint occurrence date which were related to the failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). B5 is being updated to include related device information not included in the initial report. The revised b5 provides a complete event narrative. H6. Medical device problem code false alarm was not included in the initial MDR and is now correctly added. H.10 related report number was added.

Manufacturer narrative:
Updated h3 to ¿yes¿ as the device was received and evaluated. Corrected information was provided in h8 (usage of device). Upon review, it was determined that the information submitted in the initial report was incorrect. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a console being setup for patient support. The console alarmed with high motor current, pump stop, retrograde flow and purge alarms. The automated impella controller was replaced and support proceeded. There was no patient harm.

Manufacturer narrative:
Complaint product experience coding was updated to better describe the reported event. Therefore, h6 medical device problem coding was revised accordingly. Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.